Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused the device not to complete a boot cycle. The digital pcb assembly was then removed and evaluated. During evaluation, the digital pcb assembly began to function correctly, and further root cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfdr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. The device did emit a beep tone. During device evaluation, a third-party service agent observed that the leds on the device would come on, but that the device would not complete its boot cycle. The only way to power off the device again was to remove the battery. There was no patient use associated with the reported event.